Event description:
In 2005, a pt was noted to have a PICC line which was leaking. A tear was noted approx 2mm distal to the yellow hub of the catheter. The site was undressed and the catheter could not be removed beyond 8 cm. The total length of the catheter which had been inserted was 15 cm. The pt was transferred to hosp for surgical removal of the catheter.